Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, and the displacement test. Device primed and seated properly when the test reservoir was detected. No prime or fill or rewind anomaly noted. The test energizer battery was removed from the battery compartment and reinserted after sixty seconds, less than ten minutes, and more than ten minutes. Device powered up properly after insertion of the battery. Performed a safe shut down of device and then powered the insulin pump back on. No unexpected post-reset ram crc alarm, history pointers failed and history pointers are corrupted error, power loss, or trace pointers are invalid alarms were noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that pump error was occurred. Blood glucose was 5.5 mmol/l,7.0 mmol/l. Customer also reported that power loss alarm was occurred. Customer stated rewind the insulin pump still stopped short and load reservoir again it would not work. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will not be returned for analysis.